Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for gastrointe stinal/pelvic floor. Patient reported that the therapy was turning off by itself. Patient reported that the ins turned off by itself 3x times on its own. Patient reported he discovered ins was off when patient went to adjust stimulation. Patient reported his lack of symptom control and return of symptoms came back, so he would go to turn the level up and that was when the patient discovered ins was off, so patient assumed it had been off for a few days. Patient confirmed he was not using ins off button. Patient reported he kept journal and showed to healthcare professional (hcp). Patient reported rep checked ins log for on/off occurrences and told patient log was missing and not there. Patient was told that the missing log could be result of user error. Patient reported that he was concerned that the equipment he worked with could be interfering. Patient reported he was an engineer at desk job where he worked on electronic prototypes and that could be affecting his ins or signal in his patient programmer (pp). Patient reported that since the last couple of month patient had been working on a board that was an electronic that could possibly turn into a transmitter if something went wrong with it. Patient reported it did not zap him or anything but he wondered if it could generate emi that could interfere with his device. No further symptoms or complications reported or anticipated.